Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. One sample was returned from the customer in support of this complaint. Visual inspection of the returned customer sample with 10x magnification found no foreign matter on the IV cannula. A review of the device history record could not be performed as a lot number was not provided for this incident. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a bd vacutainer® push button blood collection set tubing and pre-attached holder needle had black dots on the cannula. Visual inspection of the returned customer sample with 10x magnification found no foreign matter on the IV cannula. No serious injury or medical intervention reported.